Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with kyphoscoliosis underwent an unspecified spinal procedure at t4-iliac. On an unknown date, post op, rod broke. Re-operation is planned to be conducted on (B)(6) 2016. Metallosis was associated with the product. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.